Manufacturer narrative:
Device evaluation post market vigilance led an evaluation of one device. The visual inspection of the returned product noted that the obturator top was disengaged. The inflation syringe and insufflation bulb were not received. The lock collar, trocar balloon and dissector balloon were not received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extra-peritoneal hernia procedure, the device¿s obturator broke. New device was used to complete the case. Patient status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extra-peritoneal hernia procedure, the device¿s obturator broke. Patient status was unknown.